Manufacturer narrative:
Bayer service visited the customer site and performed a stellant injector checkout. The system was found to perform to specifications. The disposables used in the reported occurrence are not available for return. In addition, lot number information was not provided; therefore testing of retained samples is unable to be performed. An offer for additional applications training was declined by the site at this time.

Event description:
We received the following information from the customer: a (B)(6) female patient underwent a cta of the head and neck to evaluate for a stroke. She suffered an extravasation of approximately 60 mls of contrast in the right hand while connected to a stellant injector system. Post procedure, a warm compress was applied to the affected area and the patient returned to the emergency department. The patient was then admitted to the hospital and evaluated by wound care. The site reported to bayer on (B)(6) 2018 that the patient was discharged and is receiving ongoing treatment for this issue.